Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had an increase in pain in their back and there was a sudden change in therapy or symptoms. The patient had pain in their back unless they lay down for 2 hours. The increase in pain had been happening recently "for the last 4-5 days." The patient reported that they used to feel stimulation on the back and legs. For a week and half, they were not feeling stimulation in their back. It was reported that they checked their implant about 3 weeks ago. The cause of the stimulator not working was reported to be unknown. The patient reported having symptoms of back pain and leg pain related to the stimulator not working. It was reported that the patient needs a new stimulator medical device. New batteries were used but the stimulator was not working. The patient did not have any falls or trauma. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for non-malignant pain reported they were having trouble with their stimulator, wasn't working anymore, and they needed to get a new one. The patient hadn't had a device check done or discussed this with their physician. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that after the patient was able to properly use their patient programmer, they had resolved some of their pain. Steps taken to resolve the loss of stimulation included having the simulator reprogrammed by the patient's doctor's office. The patients stimulation and therapy concerns were resolved.